Event description:
A patient reported experiencing inaccurate erratic results with a ot basic original meter. The patient's blood glucose result was 250 mg/dl. Patient did not experience any adverse event. No further information has been reported.